Event description:
A syringe with 20 cc of the pt's blood was attached to an anaerobic blood culture bottle. The syringe immediately emptied into the bottle. The bottle then forcefully broke into several pieces. Blood and glass sprayed onto the wall and the phlebotomy table. There was no injury or fluid exposure reported to the pt or the phlebotomist. The MFR was notified of the event, and all remaining blood culture bottles from that lot were returned.